Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0x0v8, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
A patient implanted for urinary and bowel reported having a loss of therapy. She had loose stool for the past two days and had a urinary accident two days ago, on (B)(6) 2015. The patient thought high elevation might be a factor in causing the return of fecal and urinary issues. She wanted to know how stimulation should be adjusted. Things had settled down and she thought the stress at her living situation might be the cause as well. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.